Event description:
Nurse indicates patient is male, known to their facility and had sacral pressure ulcer. Nurse was called to bedside to help control his copious liquid stool output which was constantly soiling the pressure ulcer. Nurse indicated his pressure ulcer had eschar, loose and "soupy" at the edges. Nurse had attended the flexi-seal fms in-service provided by convatec sales representative and knew to do a digital rectal exam before considering use of the fms device. She indicates remembering as she conducted the digital exam that she wondered if patient had enough rectal tone to hold the device. She inserted the fms 06 when patient first became anemic, but was transferred to ICU probably on thursday of the day of event with gi bleed and she thinks fms removed that morning. Report of endoscopic exam not available, but by report of ICU nurses, individual had rectal ulceration which did not require surgical intervention. Patient was transferred out of ICU back to medical unit sunday, 2006 and remains there with no further evidence of rectal bleeding.

Manufacturer narrative:
Completed product investigatin: no lot number was stated in this case report, so a 12 months review of flexi-seal fms kit batch records, for product produced prior to case report date (5/08/06), was conducted. The batch records were all within compliance to mt61-011. There were no non-conformances or CAPA's identified. No trends or irregular behaviors were observed. 510(k) # is k032734.